Event description:
The super u by kotex tampons are unraveling. Is the product compounded? Yes; is the product over-the -counter? Yes; did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; frequency: as needed; how was it taken or used: vaginal; date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Period.